Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of a follow up medical appointment (date unknown), no patient complaints were reported. The patient has not since returned to the physician's office.all other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).